Event description:
Shortly after being hit by a car, the patient reported intermittent stimulation and loss of efficacy. The implant was impacted directly by the vehicle. Reprogramming was unsuccessful. Explant surgery has been recommended.